Event description:
It was reported that the patient had an infection and growth was noted on the patient's valve. The source of the infection is not known. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed there were no anomalies were found and no issue was identified that required full analysis. (B)(4).